Event description:
It was reported that during use, the physician couldn't advance the sensation plus 50 cc balloon catheter through the sheath. There was no injury reported.

Manufacturer narrative:
Due to character limitation in e.1., event site details are as followed: event site state (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (device available for evaluation), e1 (event site state), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 the cath lab manager initially reported that the physician was unable to advance the balloon catheter through the sheath. When asked about preparation steps, the scrub technicians stated that the catheter had not been prepped, including failing to apply negative pressure and leaving the valve on until it passed the sheath. Based on this information, the customer was informed that a credit could not be issued due to improper preparation, although an in service was offered. The following day, the manager called back stating that the physician claimed the catheter had been properly prepped and requested a credit. Although the representative believes the catheter was not prepared correctly, the issue is required to be filed as a complaint. The customer does not have the product available for evaluation but is still requesting a credit. No decontamination or visual inspection was performed since the product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its established risk profile. The I f u addresses the reported failure. There were no n c m r s identified that could cause or contribute to the reported issue. The investigation does not indicate that the device was inadvertently released as nonconforming, adulterated, or counterfeit. The complaint history review did not identify an adverse trend over the past three months. Based on the rationale provided above, no escalation to the c a p a process is required

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h3, h6 (type of investigation).